Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation: hammer head was separated from the hammer shaft. Pin stuck outside on one end of the pinhole from the hammer head. Traces of use on the hammer head viewable. Slightly grooves detected on the hammer head pin (B)(4) and in the hole of the hammer shaft (B)(4) as well. After the pin jammed in the hole of the hammer shaft it became loose at the press fit on the hammer head. During use the hammer head (B)(4) get detached from pin and hammer shaft. The hammer shaft and the hammer head pin are made out of the same material (1.3401), this material cannot be heat treated. Only the hammer head is heat treated, made out of 1.4057. All relevant dimensions were checked; especially the diameter of the pin and the inside diameter of the hammer shaft where the hammer head is pressed in. The results confirm that all dimensions are in compliance with the technical drawings. Further review of the production history revealed that this slide hammer was manufactured in 2009 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of the failure could not be determined. The complained article was manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the procedure the hammerhead broke off as it was being used for the insertion of an inter-medullary nail. There was no report of a surgical delay. This report is 1 of 1 complaint com-(B)(4).